Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx advantage iliac (flared) - hydro stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a CT was performed approximately 265 months post procedure, where it was noted that the left common iliac artery has dilated and that the stent graft limb is no longer apposed to the iliac artery wall as per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.